Event description:
It was reported that the left ventricular (lv) lead had high threshold one week post implant. The lead had dislodged and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 x 2, implantable pacing leads, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.